Manufacturer narrative:
Investigation results: the photo sent by the customer was evaluated and it was possible to observe the shield was damaged. It is not possible confirm the defect of barrel damage. DHR review: the batch record was reviewed and the manufacturing date for this batch was may 05th to 06th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection at assembly process every 2 hours at 36 parts and visual inspection at packaging process every 2 hours at 1 cycle. Qn review: no quality notification (qn) related to defect were observed. Maintenance review: no maintenance records related to defect were observed. Based on this evaluation and the process failure analysis the potential cause for the problem is a failure at the needle feeder system at the packaging machine. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the severity and occurrence a CAPA is not required.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ hypodermic syringe with needle arrived with a ¿broken cap/broken body¿. There was no report of exposure, injury or medical interventions.